Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 576 mg/dl. Customer stated other blood glucose level was 549 mg/dl. The auto mode status at the time of the incident was unknown. The customer declined to troubleshoot for the high blood glucose incident. The insulin pump will not be returned for analysis.